Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermit issue. Physio replaced the power pcb and system cable assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb and system cable assemblies at the failure analysis center and the reported issue was not duplicated. Both assemblies functioned normally on a test mock-up device.

Event description:
Customer reported that the device powers on/off by itself. There were no reports of patient use associated with this event.